Manufacturer narrative:
Patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The cause of product not adhering due to weather perspiring. No further information available.